Event description:
The reporter stated the surgeon inserted a silicone three piece lens and a piece of the lens was torn off. The lens was removed with no patient injury, no enlarged incision or sutures.